Event description:
Note: this report pertains to the one of two events that occurred during the same procedure. Please refer to associated manufacturer report # 3005099803-2009-01623. It was reported to boston scientific corporation on march 12, 2009, that an extractor rx retrieval balloon and jagtome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during preparation, the balloon ruptured. Another retrieval balloon was used successfully. A jagtome device was also used during the procedure. It was noticed the tip of the device was smashed when it exited the scope. Follow-up indicated the damage may have been caused by the elevator of the scope. Another jagtome device was used successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be satisfactory.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.